Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator generated an error which rendered the graphical user interface (gui) display inoperable. The ventilator was not in use on a patient at the time of the event occurred. Technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended that the gui printed circuit board (pcb) be replaced.